Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, difficult to shutting the drawer. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 full-height (fh) rails were faulty. A field service engineer (fse) successfully replaced the rails without any obstructions. Both the left and right rails were replaced to prevent future issues. Afterwards, fse tested the drawer using the hardware testing application to ensure functionality, and all tests were passed. The customer was able to log into the user application and test the drawer's functionality, which also passed all tests. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, difficult to shutting the drawer. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.